Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post-op, a computed tomography (CT) was completed revealing the presence of a type ia endoleak. The patient will continue to be monitored. Subsequent to the initial report, clinical assessment determined that there was off label use - user error (unable to implant the left limb, instead plugged the left side of the aortic body) and cautionary product use condition of tortuous iliac anatomy. Also identified were type ii (non-device related) from the lumbar artery and an intraoperative fem-fem bypass. These events were not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type 1a endoleak was confirmed. The event is most likely user related due to the off label - user error (unable to implant the left limb, instead plugged the left side of the aortic body) and the cautionary product use condition of tortuous iliac anatomy. The procedure related harms identified were type ii (non-device related) from the lumbar artery and an intraoperative fem-fem bypass. The final patient status was being monitored. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post-op, a computed tomography (CT) was completed revealing the presence of a type ia endoleak. The patient will continue to be monitored.